Event description:
Boston scientific received information that this left ventricular (lv) lead had no capture in all configurations and impedances of greater than 2000 ohms. The physician elected to explant this lead and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a detailed analysis was performed. Analysis found the lead anode and cathode conductor coils are fractured approximately 422-424mm from the terminal pin. This fracture appears to be just proximal of the suture sleeve tie down area.